Event description:
A fire allegedly started at the foot of the bed, resulting in the consumer's death.

Manufacturer narrative:
Invacare received info from an insurance company alleging a fire had occurred involving an invacare bed which resulted in a death. No model and or serial number have been provided at this time. Details of alleged event are unk. MDR filed based on alleged death.